Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was pierced by needle. This was discovered during use. The following information was provided by the initial reporter: unable to remove needle from catheter when applied. Needle pierced catheter into catheter. A priori it happened twice monday 14/10 and this day by 2 different patients. We have been notified of a problem with one of your products: insyte autoguard catheter bc. Non-preserved packaging, lots of devices currently in stock in the service. Problem: can not remove the needle from the catheter during installation. Needle pierced the catheter in catheter. A priori this happened twice monday 14/10 and today by 2 different ides. The device is at your disposal but despite disinfection, it still contains blood.

Manufacturer narrative:
Investigation summary: one photo was received from the customer. Photo: shows used catheter with spear through and blood present. Based on the photo sample it can be concluded that the defect is a spear through. Spear throughs can occur during manufacturing while the adapter is being loaded onto the grip and by the clinician during use of the catheter. During manufacturing the following measures are in place to prevent spear throughs: a. Once at the mid-stop, the cannula grippers open and retract, and the pick-and-place fully lowers. It then opens, raises and releases the pallet to cycle to the next station. During loading, air is blown onto the catheter to prevent a spear through from occurring. B. The bent needle vision inspects for cover spears or bent cannula inside of the needle cover. If a spear occurs, the part is counted as a reject and rejected during the next unload process. C. Challenges are run to determine if the vision system is accurately checking for spear throughs. Spear throughs are also extremely common when breaking adhesion and rotating the catheter hub 360 degrees.spear throughs also occur when clinicians pull the device back towards the surface of the skin and then go back into the body. The defect is caused by user error. In the IFU inspection of the catheter takes place once removing the needle cover. During this step a spear through like the one shown in the sample photo would be detected at this time. As stated in the verbatim the spear through was detected after puncture. Conclusion(s): determined: the probable root cause was determined to be user error.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9112613. Medical device expiration date: 2022-03-31. Device manufacture date: 2019-04-22. Medical device lot #: 9115800. Medical device expiration date: 2022-03-31. Device manufacture date: 2019-04-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was pierced by needle. This was discovered during use. The following information was provided by the initial reporter: unable to remove needle from catheter when applied. Needle pierced catheter into catheter. A priori it happened twice monday 14/10 and this day by 2 different patients. We have been notified of a problem with one of your products: insyte autoguard catheter bc. Non-preserved packaging, lots of devices currently in stock in the service. Problem: can not remove the needle from the catheter during installation. Needle pierced the catheter in catheter. A priori this happened twice monday 14/10 and today by 2 different ides. The device is at your disposal but despite disinfection, it still contains blood.